Manufacturer narrative:
Further information provided on 05jan2026: updated section b5 describe event or problem: correction issue with architect ft4 and not alinity I ft4. The customer is no longer questioning the architect free t4 (ft4) results. Based upon this new information, this complaint is no longer a reportable event, therefore no further report will be provided architect free t4 (ft4).

Event description:
The customer observed imprecise architect free t4 (ft4) results generated on a 54yrs old male patient drawn different time. The results provided were: on (B)(6) 2025 sid (B)(6): ft4 initial=17.42 pmol/l /repeated at another facility=18.01 pmol/l. Redrawn same patient and repeated as below: sid (B)(6): ft4 initial=19.64 pmol/l /repeated at another facility=19.96 pmol/l. Laboratory reference range for ft4=9.01 to 19.05 pmol/l. Both specimens were repeated at another facility for troubleshooting purposes and were not used for patient management. There was no reported impact to patient management. Further information provided on 05jan2026: the customer is no longer questioning the architect free t4 (ft4) results. Based upon this new information, this complaint is no longer a reportable event, therefore no further report will be provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed imprecise alinity I free t4 (ft4) results generated on a 54yrs old male patient drawn different time. The results provided were: on (B)(6) 2025, sid (B)(6): ft4 initial=17.42 pmol/l /repeated at another facility=18.01 pmol/l. Redrawn same patient and repeated as below: sid (B)(6): ft4 initial=19.64 pmol/l /repeated at another facility=19.96 pmol/l. Laboratory reference range for ft4=9.01 to 19.05 pmol/l. Both specimens were repeated at another facility for troubleshooting purposes and were not used for patient management. There was no reported impact to patient management.